Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the moderately tortuous, calcified and 90% stenotic distal left circumflex artery. The physician advanced the 2.5x15mm quantum maverick balloon to the lesion and inflated to it to 12atms and deflated. Then the physician inflated the balloon to 16atms and it ruptured. The device was removed intact. The procedure was successfully completed with a different device and the deployment of a stent. Patient status is listed as "good".